Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve (tav), into an existing 23mm non-medtronic surgical valve, during deployment, as the valve was released from the delivery catheter system (dcs), a tab on the valve was still connected to the dcs. Once the tab was released, the tav dislodged and was above the surgical valve on the ncc. A snare was used to hold the valve in place. Subsequently, a second (tav) was inserted through the first valve and the initial valve was snared to the ascending aorta. The second valve was successfully implanted in the aortic position. No additional adverse patient effects were reported.